Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, the introducer was advanced into the vessel, the hemostatic valve was found to be physically damaged and a blood leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.